Event description:
A distributor contacted heartsine to report that a customer¿s device was emitting child patient prompts when an adult cartridge is inserted. As a result, wrong defibrillation therapy may be delivered. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return, the device was found to be giving incorrect child patient prompts with an adult pad-pak installed. The reported fault was attributed to a failure of the reed switch. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted heartsine to report that a customer¿s device was emitting child patient prompts when an adult cartridge is inserted. As a result, wrong defibrillation therapy may be delivered. There was no report of patient use associated to the reported event.